Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was visited to the emergency room and not admitted to the hospital on (B)(6) 2020 due to a blood glucose level of 219 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s husband reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was 219 mg/dl. The customer was assisted with troubleshooting. Customer declined to discuss high blood glucose since event is in the past. Customer experienced symptoms such as blurry vision, vomiting, body weakness. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated instances of sensor issues where she had change sensors, lost connection and not sticking at different occurrences. The insulin pump will not be returned for analysis.